Event description:
It was reported that a cracked case/ motor grinding/ watchdog acu failure/base not responding.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt. A non-original equipment manufacturer battery was identified, the top case corners were chipped and the bottom case by l-bracket and right plunger case were cracked. Functional evaluation included an occlusion test, a power up process, audio test and power up process. Error codes for primary audible alarm pre-operative startup test and base not responding were found in the device event history log. Results: the customer reported problem was not duplicated during the investigation. The motor was running slightly loud, investigation could not duplicate any primary audible alarm error, however the audio test was out of range. Investigation also could not duplicate the base not responding. Root cause of the customer reported event would be attributed to normal wear of the worm coupling and worm gear. Base not responding is an advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on which is a non-issue that should be resolved by turning the pump back on. Customer use error could not be ruled out as a contributor to the reported issue. A CAPA was created for the primary audible alarm background test issue which is ongoing. Actions include replacement of the worm coupling and worm gear, replacement of the cracked top and bottom case and replacement of the speaker. No repair needed for alarm caused by user powering the pump off within 5 second after powering the pump on. The device passed all functional testing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.